Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two (2) erroneous elevated accutnl results above the acute myocardial infarction (ami) cutoff generated by the access 2 immunoassay analyzer. The samples were repeated on the same unit and testing results in the risk stratification range and subsequent sample resulted in the normal reference range. The elevated results were reported out of the laboratory. Unknown if patient treatment was administered or withheld.

Manufacturer narrative:
The samples were in liheparin plasma tubes and centrifuged for 7 minutes at 3500 rpm. Samples are aspirated from the primary collection tube for analysis. Qc was within the customer's established ranges pre and post the event. On (B)(6) 2010 system check was performed by the customer and it met specifications. A bci field service engineer (fse) performed system check and high sensitivity system check and both met specifications. No hardware issues were noted by the fse. A clear root cause can not be determined for this event. Changed from the samples were in liheparin plasma tubes and centrifuged fro 7 minutes at 3500 rpm. Samples are aspirated from the primary collection tube for analysis. Qc was within the customer's established ranges prior the event and out of range after the event. A bci field service engineer (fse) performed system check and high sensitivity system check and both met specifications. No hardware issues were noted by fse. A clear root cause can not be determined for this event. To the samples were in liheparin plasma tubes and centrifuged for 7 minutes at 3500 rpm. Samples are aspirated from the primary collection tube for analysis. Qc was within the customer's established ranges pre and post the event. On (B)(6) 2010 system check was performed by the customer and it met specifications. A bci field service engineer (fse) performed system check and high sensitivity system check and both met specifications. No hardware issues were noted by the fse. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two (2) erroneous elevated accutnl results above the acute myocardial infarction (ami) cutoff generated by the access 2 immunoassay analyzer. The samples were repeated on the same unit and testing results in the risk stratification range and subsequent sample resulted in the normal reference range. The elevated results were reported out of the laboratory. Unknown if patient treatment was administered or withheld.

Manufacturer narrative:
The samples were in liheparin plasma tubes and centrifuged fro 7 minutes at 3500 rpm. Samples are aspirated from the primary collection tube for analysis. Qc was within the customer's established ranges prior the event and out of range after the event. A bci field service engineer (fse) performed system check and high sensitivity system check and both met specifications. No hardware issues were noted by fse. A clear root cause can not be determined for this event.